Manufacturer narrative:
The lot was manufactured from october 1, 2020 - october 2, 2020. The device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused. After expected infusion time of 23 hours, it was observed "very little had infused". The device had been filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.